Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jan/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "serosanguineous fluid in the breast" and "alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "alcl." Date of alcl diagnosis: (B)(6) 2018.

Event description:
Patient reported right side "swelled up" and "serosanguineous fluid in the breast." Patient representative reported ¿alcl,¿ pathological markers not provided, ¿pain,¿ and ¿emotional distress, mental pain and anguish.¿ patient representative also reported patient ¿suffered personal injuries and related damages¿ and ¿suffering;¿ these events are not related to the device. Device was explanted. This record is for the right side.